Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. At the same time, it was also observed that there was a rise in the patient's thoracic impedance measurements. Boston scientific technical services (ts) reviewed the device information and recommended in-clinic review and possible device reprogramming. No adverse patient effects were reported. This lead remains in service. Multiple attempts to obtain additional follow-up information have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. At the same time, it was also observed that there was a rise in the patient's thoracic impedance measurements. Boston scientific technical services (ts) reviewed the device information and recommended in-clinic review and possible device reprogramming. No adverse patient effects were reported. This lead remains in service.